Event description:
The customer reported the system will not boot up and the screens on monitors have a white block. The monitors are flashing.

Manufacturer narrative:
The boot-up of workstation was ok. Inspection of "c" lemo connector found 1 pin pushed in and 2 apparently missing. Interconnect plug disassembled, locking phlange broken, 1 wire found broken inside. Parts ordered.